Manufacturer narrative:
The investigation into the reported "pump stop" has been completed since the original report was filed. The returned purge sidearm was microscopically inspected and a crack on the male portion of the yellow luer was observed along the weld line. Although the pump was not returned, the reported pump stop was most likely due to the confirmed sidearm damage leading to blood ingress as a result of sodium bicarbonate usage in the purge. A risk assessment has been initiated to escalate this issue. Section d4: unique identifier (UDI) #.

Manufacturer narrative:
The medical center did return the impella sidearm, but not the pump, for case investigation upon the benchtop. Although the pump was not returned, the reported pump stop was most likely due to the confirmed sidearm damage leading to blood ingress as a result of sodium bicarbonate usage in the purge. The failure mode will be monitored and trended. A CAPA is open for the failure. Of note in the IFU; ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The medical center placed an impella 5.5 for care escalation from the impella cp and va-ECMO support. The 5.5 was placed and supported the patient for just under 19 days when the pump stopped. The pump was explanted but not replaced due to the patient's poor prognosis. The patient expired with underlying cardiogenic and septic shock.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02055 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.